Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for 3 days. Tandem clinical support informed customer that wearing the pump supplies for 3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an ultimate form of insulin therapy.